Manufacturer narrative:
Kirill gromov, anders troelsen, kristian stahl otte, thue ørsnes and henrik husted (2016): morbidity and mortality after bilateral simultaneous total knee arthroplasty in a fast-track setting, acta orthopaedica, doi: 10.3109/17453674.2016.1141631. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "morbidity and mortality after bilateral simultaneous total knee arthroplasty in a fast-track setting". This complaint addresses that two (2) patients were re-admitted within 90 days of bstka surgery for thromboembolic events -dvt confirmed by ultrasound and patients treated medically. There has been no further information provided and the patient outcome is unknown.